Manufacturer narrative:
The biomedical engineer reported that the display screen on the bedside monitor (bsm) went black. There was no interruption of patient monitoring at the central nurse's station (cns) and no patient harm was reported. They sent the device in for evaluation. The reported problem of "the display is just black on this bsm" was confirmed. The inverter board unit has been replaced, which resolved the reported issue. During evaluation it was also found that the touch screen has long and deep scratches and front and rear-enclosure were broken. All broken components have been replaced. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification. The unit is being prepared to ship back to the customer.

Manufacturer narrative:
It was reported that the central nurse's station (cns) application spontaneously shut down. Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
It was reported that the central nurse's station (cns) application spontaneously shut down. No consequence or impact to patient.